Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the z drive assembly and ran test successful and no further action was needed by the field service. The probable cause of the reported event was due to z drive assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported z1 axis error x1 axis error with their g8 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.